Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed that there are multiple impact points at the top of the display that indicates mis-handling. Root cause could not be firmly established due to the observed damage. The display was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was cracked and clinical data could not be viewed. Complainant indicated that there was no patient involvement in the reported malfunction.